Manufacturer narrative:
This product is not sold in us and is 510(k) exempt.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic gastric bypass, the introducer was used before the circular stapler mated to the oral anvil, when grabbing the introducer to remove from the patient it was noticed that the the instrument actually split into 2 pieces. The doctor was able to remove the remaining piece of the introducer out of the patient's abdomen with a pair of graspers and the same oral anvil and stapler was used to resolve the issue. There was no patient injury.